Manufacturer narrative:
The insulin pump received with button error alarm due to corroded keypad traces. The insulin pump received with minor scratches on display window, cracked display window corners, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.

Event description:
The customer reported a button error. Prior to the event, the patient changed the battery. The current blood glucose reading is 238 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.